Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head became detached while brushing / brush head fell apart [device breakage]; no adverse event [no adverse event]. Case description: a male consumer of unspecified age reported via phone on (B)(6) 2017 that the oral-b brushhead, version unknown became detached while brushing with an oral-b rechargeable toothbrush, version unknown after a few times. The consumer stated that the first brush head fell apart after about a month of use, the second brush head fell apart after 2 days. It was reported that the scratch test passed. No symptoms developed.

Manufacturer narrative:
On 05-may-2017 product investigation results: reporter returned 10 toothbrush heads on 25-apr-2017. Toothbrush heads confirmed to be counterfeit.

Event description:
Brush head became detached while brushing / brush head fell apart [device breakage], no adverse event [no adverse event], product counterfeit [product counterfeit]. Case description: a male consumer of unspecified age reported via phone on (B)(6) 2017 that the oral-b brushhead, version unknown became detached while brushing with an oral-b rechargeable toothbrush, version unknown after a few times. The consumer stated that the first brush head fell apart after about a month of use, the second brush head fell apart after 2 days. It was reported that the scratch test passed. No symptoms developed.